Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. Visual examination revealed the inner lumen within the membrane to be elongated. The membrane at the proximal taper was also noted to be stretched. Underwater leak testing revealed no leaks in the device. Kinks were noted in the sheath tubing at several locations. It was not possible to pump the iab on the lab sys iabp due to the condition of the returned membrane. Probable cause of difficulty: no leak or blood clot was found in the membrane which would have contributed to the reported "removal difficulty" as experienced by the user. The physical condition of the returned iab does support the reported difficulty. It is not possible to determine the exact reason for the encountered problem. Difficulty removing the iab from the pt may be attributed to one or more of the following. A kink in the catheter tubing trapped helium in the membrane preventing it from fully collapsing under normal arterial pressure allowing for easy removal of the balloon from the pt. The pt's anatomy (the pt did have pvd).

Event description:
No second iab was inserted. On 2/3/98, datascope received the voluntary medwatch form from the FDA and the following information was reported. The physician encountered difficulty removing the catheter. The physician removed the device (intra-aortic balloon catheter) without difficulty. The physician met resistance discontinuing catheter and removed it with force. Visual exam of the catheter revealed that the central lumen line inside the balloon membrane was longer than the length of the balloon. The central lumen portion of the catheter may have "bunched up" making removal difficult.